Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 cautery insulation came off forceps. Component was retrieved by harvester. A replacement device was used to completed the procedure. There was no procedural delay. There was no patient harm or injury reported.

Manufacturer narrative:
Trackwise: (B)(4). The device was returned to the factory for evaluation on 01/14/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The shaft of the device was observed to be slightly bent and peeled, exposing the inner contents of the shaft. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the base of the cold jaw. The detached silicone was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed, as well as the analyzed failures "material twisted/ bent shaft" and "peeled; delaminated; shaft" were observed. The lot#: 3000429210, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported and analysed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.